Manufacturer narrative:
The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement by the manufacturer confirmed a depleted battery. In a next step, the battery was opened for destructive analysis. During the inspection of the inner assembly an internal short circuit was identified, which led to an increased internal self-depletion within the battery and therefore contributed to the clinical observation. In conclusion, the device was implanted for 105 months. The therapeutic functionality of the device was tested and proved to be fully functional, showing that all therapy functions of the pacemaker were entirely available while the device was implanted and in service. Further investigations revealed an increased internal self-depletion within the battery that contributed to the clinical observation.

Event description:
Ous MDR - it was reported that the pacemaker dependent patient presented to the emergency department with bradycardia in (B)(6) 2017. The device was in eri mode. The physiologist was unable to reprogram any parameters. The previous follow-up in (B)(6) 2017 showed estimated eri with 4 years and 6 months remaining. It was decided to exchange the device.